Manufacturer narrative:
Investigation: two samples belonging to lot number ta10441 were received for evaluation by our quality engineer team. A device history record review was performed and the review did not reveal any quality issues during the production process that could have contributed to the reported incident. The samples were sent to the responsible subcontractor facility for investigation. Through visual inspection of the samples, no defects or damages could be identified. Both samples were functionally tested and no flow issues were found. All product dimensions were found to be within specifications. Based on the investigation results, a manufacturing related defect could not be identified. It has been determined that this incident most likely occurred due to user error.

Event description:
It was reported that bd¿ phaseal IV infusion set c50 drip regulator is not as sensitive as it has been previously. It will either run too fast or too slow for the required rate for the chemotherapy being administered. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ phaseal IV infusion set c50 drip regulator is not as sensitive as it has been previously. It will either run too fast or too slow for the required rate for the chemotherapy being administered. No serious injury or medical intervention was reported.